Manufacturer narrative:
Mw5075015 the affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that at 1:50 am a pump finished infusing d5 1/2 ns with 20meq k+. The line was flushed and the nurse connected a cyclophosphamide infusion on the y-site closest to the patient. When she checked the line at 2 am, the set was leaking blood. The port site and dressing were normal but the y-site component closest to the patient was found detached and in the bed. The port was clamped, the tubing was disconnected, and then several attempts were made to flush the line. Tpa was then used unsuccessfully. The patient went to the ER to have another port inserted in the afternoon. There was no lasting harm. Received a copy of the customer's sus voluntary event report which states, "pt admitted on (B)(6) 2018. Tubing was connected to pt via chest port on (B)(6) 2018 at 1900. There were no tubing changes leading up to the event. Pt had been receiving dextrose 5% sod chloride 0.45% + potassium chloride 20meq running at 28 mls/hr, but at 0106 an ivpb of cyclophosphamide 470 mg was started to run at 50 ml/hr from 0106. At 0200 assessment, rn noticed blood was back flowing and leaking out of tubing, upon assessment the smartsite on the y-port of the extension tubing had come off/were missing causing the blood backflow. Rn changed tubing, and attempted to flush the port. The port would not flush or draw blood back at this time. After several attempts to re-access and flush, an xray was performed to confirm placement, and the medical team ordered alteplase to be administered to attempt to de-clot the occluded port. Even with multiple attempts, 0.1 ml of the 3 ml treatment (1 mg/ml of alteplase +2 mls of 0.9% sodium chloride). It was then attempted to re-access another time. General surgery had to be consulted. Pt had to undergo surgical procedure with general anesthesia on (B)(6). Pt had removal and replacement of a right subclavian port. Carefusion smartsite extension set ref 30212e, lot #1161801. The smartsite needle free valve of the y-site of the tubing was no longer there. Child was sleeping in the room w/grandmother sleeping. Rn started chemo (cyclophosphamide) via syringe, infused and ready to flush. Rn hooks up normal saline flush and initiates. Around the time the flush is complete, she notices blood on the bed. There was a 13 mins period between starting the flush and the catch of the blood back up. The missing portion of the tubing was not found; suspected thrown out the linens. Tubing was disconnected; patency check (attempted ns flush) revealed inability to flush. Rn and charge rn immediately attempted reaccessing,could not flush or have blood return, though they felt they were in right area (both state port is small and had been challenging to access in past, though no explicit functionality issues). Attempted 3 more times in treatment room without success."

Manufacturer narrative:
The customer¿s report that the set was leaking blood was not confirmed. The report of a detached y-site was confirmed. Visual inspection showed that the set¿s smartsite valve was broken into two pieces and the top white portion of the valve (female luer adapter) and smartsite piston were missing. Examination of the damaged component under magnification showed that 0.1120 inches of the top portion of the smartsite¿s y-body was broken off and missing. Functional testing was not performed due to the damage. The root cause of the leak and the smartsite damage was not identified.